Manufacturer narrative:
Concomitant medical products: 97715 pain stim ipg. Implanted: (B)(6) 2020; 977c165 pain stim lead. Implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they experienced "issues with pacemaker." The ipg remains in use. No patient complications have been reported as a result of this event.